Event description:
The clinic reported that 2 or 3 patients experienced corneal burns during cataract extraction procedures and required sutures to close the incisions. Further information on the patients' condition is not available. The reporter also stated that, the handpiece "seems to be overheating"; however, he did not know which handpiece was involved in the corneal burns. Service was not requested on the equipment.

Manufacturer narrative:
Service was not requested. The phacoemulsification machine was last serviced by advanced medical optics in may 2002.